Manufacturer narrative:
(B)(4). One (1) concorde bullet lordotic 11x12x27 5 degree cage [product code: 1878-27-512] was returned to the (B)(4) for evaluation. Visual examination revealed that the threaded hole threads on the cage had become stripped. No other anomalies were found during sample evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the cage threads becoming stripped cannot be positively determined. However, based on the observed damage, one possible root cause based is that the inserter tool was likely not properly seated during insertion resulting in the threads becoming inadvertently crossed threaded ultimately causing the threads to become stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Cage damaged into the intraoperative. There was no damage to the patient. Procedure completed with same like product. Procedure: transforaminal.